Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have been trying to charge for 1 hour and 5 minutes, and they keep getting the error message. Patient said they haven't used the stimulator in maybe a month or two because they moved and haven't been walking for exercises but today they had pain walking so they came back. Patient was getting no device found. Agent walked patient through passive recharge mode and patient will try recharging implant and call back if issue persists. Agent reviewed with pt how to turn stim on. During call, pt mentioned seeing no device found, recharging terminated and yellow light. Agent asked pt if they use the belt, pt denied and said it never got "close enough".

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# unknown, product type: programmer. Patient review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.